Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(6). (B)(4). Failure (event) observed during analysis. The device was connected to a cardiac simulator and the high voltage lead impedance showed high values at different vector settings. The root cause was traced to an intermittent connection at the component level in the hybbrid subassembly. The device's functionality was tested and was normal.